Event description:
It was reported that the customer had air bubbles customer's blood glucose level at the time 208 mg/dl. Troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were found. Basal bolus leak test was performed and not leaks or air bubbles were noted.